Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of deep venous thrombosis could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedics, orthopeadic hospital, jilin university school of second hospital, china¿. The title of this report is, ¿intertan nail versus gamma3 nail for intramedullary nailing of unstable trochanteric fractures¿, published on october 1, 2014, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at http://dx.doi.org/ 10.1186/s13000-014-0191-y. This report includes an analysis of the clinical data that was collected on 261 patients, and the cases in this study range from january 2008 to may 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 8 patients experienced deep venous thrombosis.